Manufacturer narrative:
Review of this MDR shows that there is no information to reasonable suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements stipulated in 21 cfr 803. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
When asked, the patient said the reason for trial was because patient wasn't able to void by themselves and had a catheter attached for the past year.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for unknown indications for use. It was unknown when the trial was initiated. It was reported that since started the trial last week hadn't experienced any improvement in symptoms. Patient said they hadn't received adequate education regarding use of equipment and what settings to use. When asked, patient had been receiving calls from someone and from nurse to report their results. Patient said they hadn't noticed any improvement. When asked, patient said the reason for trial was because patient wasn't able to void by themselves and has had a catheter attached for the past year. Patient said they still had catheter in place. Reviewed general use of programmer and reviewed purpose of evaluation and what was considered successful results. Patient said that therapy has once turned off by itself and patient notified the manufacturing representative (rep), about it who instructed the patient on turning therapy on. When asked, patient said that they had an appointment with urologist on friday and was told that rep from manufacturer would be there. The patient was redirected to their healthcare provider to further address questions regarding the catheter. Email was sent to rep. The rep stated that the nurse at the physician's office and the rep team has been communicating daily with the trial patient and would speak with trial patient again today and said would be seeing patient this friday at their appointment.